Event description:
A nurse reported an aspiration and noise issue with a cataract system during two procedures. The procedures were completed with the same system. There was no patient harm.

Manufacturer narrative:
The company representative examined the system. The reported event could not be replicated. Two hand pieces were tested successfully. Handpiece connector grommet was found to be loose and replacement was recommended. Internal footswitch cables and communication cable were replaced for diagnostic purposes. Footswitch was recommended for replacement. Ultrasound/coagulation communication cable was also replaced. The system was then tested and found to meet specifications. No samples was returned for evaluation. No additional information was provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined. (B)(4).